Event description:
Report stated - "issue with each of them pertaining to texture (to hard), color, stiffness, ease of use. The customer has had ongoing issue with the listed pessaries not being able to insert.". Ref e-complaint-(B)(4). 1216677-2020-00112 donut pess 3-1 4 in no 5 mxpdo05 e-complaint-(B)(4).

Manufacturer narrative:
Investigation: x-initiated manufacturer's investigation. X-review DHR. X-inspect stock product. Analysis and findings: ref: e-complaint-(B)(4). Distribution history: the complaint product was manufactured at csi in november 2019 under work order 267898. Manufacturing record review dhr20mpg000313 was reviewed and no non-conformities, related to the complaint condition, were noted. Historical complaint review a review of the 2-year complaint history shows one other complaint for this issue. Root cause quality engineering, manufacturing, marketing, and product surveillance conducted an investigation into the recent complaints regarding the hardness and rigidity of the pessary product line. There have been no specification changes in the last 2 years. Returned product from historical complaint investigations and sample product from finished goods inventory were evaluated and the reported condition could not be duplicated. The products were found to meet all approved release specifications. It should be noted that this product was originally manufactured for coopersurgical by a supplier (eis) until mid-2017. Manufacturing was moved to coopersurgical and validated in november 2017 (val-16-0219) using a new silicone supplier. It is suspected the customer noticed the current production pessary was slightly harder than the previously received supplier pessary. It should also be noted that the current silicone supplier provides certifications on every shipment with durometer hardness testing per astm d2240 which verifies durometer specifications are met. Based upon an analysis of historical returned/complaint product, stock product, DHR review and certificates of conformance, the reported complaint condition could not be confirmed. Corrective action: CAPA 735 has been opened to determine if customer observations with regard to pessary durometer warrant further product enhancements.

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. (B)(4).

Event description:
Report stated - "issue with each of them pertaining to texture (to hard), color, stiffness, ease of use. The customer has had ongoing issue with the listed pessaries not being able to insert." (B)(4). Donut pess 3-1 4 in no 5 mxpdo05.